Manufacturer narrative:
The device was not returned to zoll medical corporation. Instead, a zoll (B)(4)representative evaluated the device at the customer's site and the customer's report was not replicated or confirmed. The device was put through extensive testing including functional testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs and the clinical files did not show any evidence of the customer's report. The clinical logs did indicate that the device was powered down one time via a user initiated button press and two times via pulling of the battery from the device. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to monitor a (B)(6) male patient, the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.